Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The physician disconnected the lead from the lead splitter and noticed damage by the retention sleeve that had been excessively bent. There were no exposed cables. The patient was doing well post-operatively.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The physician disconnected the lead from the lead splitter and noticed damage by the retention sleeve that had been excessively bent. There were no exposed cables. The patient was doing well post-operatively.